Event description:
A meniscal repair procedure was performed with four fast-fix devices. With each device, after deployment of the suture bars, the sliding knot did not advance completely and tighten over the meniscal tear. The sutures broke and were removed leaving the suture bars in the joint. The repair was completed with back-up devices. No significant surgical delay, further procedural complication or injury to the pt was reported.